Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient and clinicians heard tones intermittently from the patient's device. Upon device check, it was confirmed that the magnet tone persisted and the programmer intermittently displayed "suspended" with no magnet present. It was noted that the patient recently underwent an implant of a tissue expander for breast augmentation, which is magnetically activated. Follow up confirmed that the tissue expander was temporary and would be removed within 60 days. The device currently remains in use and no reprogramming or additional troubleshooting was needed. No patient complications have been reported as a result of this event.